Event description:
It was reported that during a knee procedure using a saber 30 integrated cable wand, the tip of the wand detached while inside the surgical site. As a result, the procedure was delayed for an hour while the detached piece was located and removed. The procedure was completed successfully using a back up device. There were no patient complications reported as a result of this event.